Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that during 3rd fill there were multiple air detected in cassette warnings. The patient called the pd nurse who instructed a disconnection from the cycler. The next morning the patient called technical services who assisted in cancelling the treatment and shutting down the cycler. When the patient removed the cassette from the cycler, fluid was seen in the pump module area and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to complete treatments doing manuals until the new cycler arrived. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that during 3rd fill there were multiple air detected in cassette warnings. The patient called the pd nurse who instructed a disconnection from the cycler. The next morning the patient called technical services who assisted in cancelling the treatment and shutting down the cycler. When the patient removed the cassette from the cycler, fluid was seen in the pump module area and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). Technical support issued the patient another cycler. In a follow up the patient reported that there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was able to complete treatments doing manuals until the new cycler arrived. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.